Event description:
The surgeon performed a left side si joint arthrodesis on the patient placing three implants around (B)(6) of 2012. The patient complained of left foot pain and discoloration three days following the surgery. There were no signs of obvious malpositioning of the implants or nerve impingement. There may have been nerve injury or damage during placement of the implants. The surgeon has prescribed neurontin for the patient's pain.

Manufacturer narrative:
This event was reclassified as reportable after a complaint records review on (B)(6) 2014 and was not reported previously. Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause is nerve injury or damage during placement of the implants. Part numbers: three ifuse implants.